Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a starclose se device after a left iliac ostium stenting interventional procedure. Reportedly, after the starclose se clip was deployed, heavy oozing occurred. It was not determined if it was arterial bleeding or oozing. Manual arterial compression was applied for five minutes to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Used in a heavily calcified artery. Per the starclose se instructions for use under precautions: do not deploy the clip in areas of calcified plaque. Evaluation summary: the used device was returned for evaluation. The reported event could not be confirmed. The device was received fully clip deployed. The analysis revealed no anomaly or damage to the returned device. Based on visual and functional analysis of the returned starclose se device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.